Manufacturer narrative:
(B)(4). Unit passed the displacement test. Unit received with cracked retainer, fading serial number label and cracked case corner of belt clip rails. The test infusion set/reservoir locks in place in the reservoir compartment.

Event description:
Information received by medtronic indicated that the insulin pump had center button cracked and the battery compartment is also cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.